Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reported experiencing two separate but similar cannula issues. In both instances, the cannula broke and remained in the patient's body when the infusion set was removed. As a result of these cannula problems, the patient's blood glucose level spiked to 640 mg/dl. The severity of the situation necessitated emergency intervention. The patient required assistance from a third party, specifically an ambulance, which was called to transport them to the hospital for urgent medical care. No further information available.